Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part no.: 03.037.022 lot no.: f-17385, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 02.feb.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 6 mm/9 mm cannulated stepped drill bit broke in the femur head during a orif (open reduction internal fixation) procedure of proximal femur on (B)(6) 2018. When the surgeon was riming the femur head to implant a tfna, 6 mm/9 mm cannulated stepped drill bit broke in the femur head. All the broken pieces were easily retrieved, but only a tiny piece was left inside the patient. Another device was available to complete the surgery. The surgery was successfully completed without any surgical delay. The patient was stable after the surgery. Concomitant devices reported: 11 mm/130 deg ti cann tfna 400 mm/left - sterile (part # 04.037.161s, lot # unknown, qty # 1) this complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
The correct procedure date is (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was performed. The returned drill bit (stepped reamer) was confirmed to have a broken tip. The jagged and slightly oblique fracture occurred at the distal tip and the fragment(s) were not returned. Replication of the complaint condition is not applicable as the device is already broken. The following drawings were reviewed during investigation se_381683 rev h and g. The 03.037.022 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. For the returned device, the diameter of the cannulation near location of breakage was measured to be ø3.38mm which is within the specification of ø3.4mm +/-0.05 per se_381683 rev g. Measured using vermont gage pin (gp29). Risk assessment 0000086965 version a.176 line a30-160 addresses the acceptable risk and hazard of ¿instrument may break during surgery and result in creation of device fragments and debris about which the surgeon may not be aware of and as a result of which the fragments and debris are not retrieved from the surgical site¿ with cause of hazard of ¿inadequate strength of instrument¿ with possible harm of ¿adverse tissue reaction - moderate¿ which provides a moderate severity of harm ¿3¿ and an improbable probability of occurrence ¿1.¿ this is one of 49 complaints for this condition since 1/1/2008 of which 21,611 devices have been sold; however, per the sales and complaints document 0000250318 version a.13, a correction factor of 27 can be applied to estimate the minimum device usage over the lifetime of the product yielding an occurrence rate of <1:10,000 (0.0084%). The dcrm adequately addresses the complaint condition. Based on review of the DHR records there is no indication that any issues with material or material properties contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. This complaint condition is adequately covered by the dcrm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.